Event description:
Hosp personnel responded to a pt described as in cardiac arrest. The pt was connected to the device with a pacing/defibrillation adapter and disposable pacing/defibrillation/ECG electrodes. According to the rptr the device displayed "energy fault" when the discharge buttons on the adapter were pressed and would not deliver energy to the pt. The adapter and electrodes were removed and replaced with the device's standard paddles and the device subsequently operated properly. The pt was resuscitated.